Event description:
Patient reports right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h6. Device photo evaluation: visual analysis of the identified photos: two devices in the photo, one device labeled as right side apparently has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality the second device has a brown particles in the shell, device patch with lot number 1860538 and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated opening. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. Device has been explanted.